Manufacturer narrative:
The device was returned with the adhesive liner and the needle cap securely attached to the bottoming housing. The pink slide insert was not visible in the viewing window. Upon removing the needle cap, the soft cannula fully deployed indicating the needle cap prevented the needle mechanism from fully deploying after the second prime. The data showed that the first priming sequence ended at pulse 48 and the device was deactivated at pulse 59. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism fully deployed before the pod was able to be used. No adverse patient impact was reported.